Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer found that the wire was broken on the mega needle driver instrument. The procedure was completed with no patient harm.

Manufacturer narrative:
The mega needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.